Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared and inserted into the groin. The sheath was then aspirated, and issues with the valve were noted by the physician. Air was noted to be aspirating from the side port of the sheath. No catheter was in the sheath at the time of the event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.